Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set fell off during use event on on (B)(6) 2024. The event occurred within few hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15210 - device 3 of 4